Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to a split. The patient had the device placed. The device was found afterward by the nurse in the bed, as if "cut" cleanly by scissors. No other adverse patient effects were reported.

Event description:
According to available information, this device was not able to be used due to a split. The patient had the device placed. The device was found afterward by the nurse in the bed, as if "cut" cleanly by scissors. No other adverse patient effects were reported

Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 8099487. The product reference (B)(4) lot number 8408130 has been manufactured for 2005 pieces in january 2022. The expiry date is january 2027. This product was made with the intermediate ha611479 "cath-sd foly drte bal10ml ch14" lot number 8255647. This intermediate ha611479 "cath-sd foly drte bal10ml ch14" lot number 8255647 has been manufactured for 2012 pieces in december 2021. This product was manufactured by our tunisian subcontractor, which prevented on 6th october. Checking the quality database did not revealed any anomaly in connection with the described defect. On 10th october we received one sample, the valve part was broken and separated than the other part of the catheter part. Sample was sent to our subcontractor, on 25th october we received a documentary investigation. " we cannot defined root cause, maybe it's a raw material issue. We are waiting the sample for investigation."